Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of guide catheter fracture. Block h10: the returned advanix rx biliary device was analyzed, visual evaluation noted that the stent was loaded onto the delivery system and the locking mechanism was in a locked position. Additionally, a bent was found on the proximal section of the pull wire and the guide catheter tip was damaged. Activation of the device was performed, the guide catheter was retracted, and stent was deployed without issue. No other issues with the device were noted. The reported event was confirmed. According to the product analysis of the returned device, the guide catheter tip was damaged, and the pull wire was bent on the distal location. These device conditions could be due to handling and manipulation of the device while the user was removing the device from the tray or during preparation of the device for the procedure. Therefore, adverse event related to procedure was selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported that a advanix rx biliary device was attempted to be used for biliary stenting procedure on (B)(6). Upon opening the device package, the nurse found that the tip of the guide catheter was fractured. As a result, the device was not used. The procedure was successfully completed with another advanix rx biliary device. A photo of the complaint device was provided and showed that the tip of the guide catheter was fractured. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as no patient complications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that an advanix rx biliary device was attempted to be used for a biliary stenting procedure on (B)(6) 2022. Upon opening the device package, the nurse found that the tip of the guide catheter was fractured. As a result, the device was not used. The procedure was successfully completed with another advanix rx biliary device. A photo of the complaint device was provided and showed that the tip of the guide catheter was fractured. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as no patient complications.